Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number since the lot number was unknown, investigation could not be performed. UDI no. Since the lot number was unknown, investigation could not be performed. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the catheter got kinked during the diagnostic procedure and they tried to snare it out.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3 and to provide the completed the completed investigation results. The actual device is not available for returned; therefore, an evaluation of the actual device was unable to be conducted. Since the actual sample was not returned, investigation of it could not be performed. In the past three years, we have not received any cases of the product with the involved product code that was fractured due to a manufacturing defect. UDI no. Since the lot number was unknown, only di no. Is listed. (B)(4). (Cause of occurrence): based on the investigation result, in the past three years, we have not received any cases of the product with the involved product code that was fractured due to a manufacturing defect. It was inferred that due to some factor, excessive pulling force was applied to the actual product, causing it to fracture. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. (Countermeasure): ashitaka factory assures the quality of this product by performing following inspections. After the shaft is molded around the core wire of which the outer diameter is strictly controlled, the core wire is removed to assure the inner diameter of shaft. Before the packaging process, 100% magnifying inspection is performed to confirm that there is no anomaly such as a fracture on the catheter. In the packaging and cartoning processes, dedicated tools and containers are used for handling this product to protect the product and to prevent the occurrence of damage. The IFU of this product includes the following warning" never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval in some cases. Thank you very much for your continued support." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.